Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 69 months after the implantation one measurement showed shock impedance out of range (less than 25 ohms). The values measured later were in range. The lead remains implanted and active.